Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with broken belt clip rails slot, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that insulin pump had damage. No harm requiring medical intervention was reported. The device will be returned for analysis.